Event description:
It was reported that the customer had an auto off message on the insulin pump. Customer's blood glucose level was 448 mg/dl. Customer stated that the pump had a closed circle. She has been running high and ate a couple of hours ago. The pump was on suspend. Customer changed out the set today and checked the alarm history. Customer had auto off, low reservoir, and a no delivery alarm in the history. Customer turned the auto off as it was set to 1 hour. Customer didn't need to troubleshoot for high blood glucose levels because the auto off might have caused her sugars to rise. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).